Event description:
The motor connectors were allegedly faulty and the controller and motors were burnt. No injury is alleged.

Manufacturer narrative:
(B)(4). RMA (B)(4) had been initiated for this issue. Model tdx5, (B)(4) was approximately 4 months old at the time of the incident. The user manual part number 1114809 was issued with this device. The user manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the user manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers preexisting medical condition consists of several cerebral vascular accidents since 1994. She is dependent on her power chair for all her mobility. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is - controller/joystick replaced 2008/(B)(6); stand off screw replaced on left motor 2008\(B)(6); tire complaint ((B)(4)) - tire repaired by neighbor but attached with only three bolts 2008/(B)(6); tire from complaint (B)(4) replaced by home healthcare 2008/(B)(6); wiring harness repair by home healthcare 2009/(B)(6); screw/washer replaced by home healthcare (unknown location of this screw) 2009/(B)(6); left and right motor and controller replaced by invacare (B)(4). Chair was test driven by three techs to assure proper driving operation. Chair was delivered back to dealer on 2008/(B)(6).